Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the father called the doctor and the patient was prescribed 10 days of antibiotics (clindamycin) due to an infection at a pod site on his leg. His blood glucose also reached over 250 mg/dl. The customer went to the endocrinologist for a routine follow up the next day where he was diagnosed with an infection and adjustments to his basal and bolus at dinner were made. The pod was worn between 1 and 4 hours and was thrown away.